Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at the third party service center, a failure of the device to power on was observed. The device's system board was replaced to address the issue. The power management board was also found to be damaged. The device's power management board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the system board and power management board. The system board and power management board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the system board was found to be consistent with cr45 (diode) shorted. The power management board could not be tested due to physical damage.